Manufacturer narrative:
Pain and decreased range of motion, as noted in the complaint, may be a result of indolent infection, scar tissue formation and/or loosening of the tm glenoid. All of which were documented in the operative report. Patient obesity, a known risk, may have contributed to loosening of the glenoid component. The tm glenoid device itself appeared intact upon engineering review of the x-rays that were provided and the device required dissection with an osteotome to explant from the native glenoid bone during the total shoulder revision surgery. No pieces of the explanted device were returned for this investigation. The tm glenoid was not alleged by the surgeon to have failed nor has this engineering investigation found that the tm glenoid has failed to perform as intended.

Manufacturer narrative:
Investigation in process. Location unknown.

Event description:
It was reported that the patient underwent initial surgery of right shoulder on (B)(6) 2015. The arm had increased pain and decreased range of motion as seen by the doctor on (B)(6) 2016. Patient was scheduled for exploratory shoulder revision surgery on (B)(6) 2016. On (B)(6) 2016:the patient was revised on (B)(6) 2016 and re-implanted with an antibiotic spacer.